Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate of ulceration seen ((B)(4) worldwide incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation. Weight: requested.

Event description:
Clinic reported a patient who experienced pain and numbness along the left axilla to elbow and developed an ulceration of skin 25 days post miradry treatment. A culture of the affected area was taken. The results showed rare growth of pantoea agglomerans and heavy growth of coagulase negative staphylococcus species. Antibiotics were not recommended. Patient was advised to keep the area clean and apply aquaphor. The affected area began to drain. At 34 days post-treatment, the clinic confirmed the symptoms were resolving.